Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1334704) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the most likely cause of the reported balloon loss of pressure was pvd or the presence of calcification at the procedural site. The physician's opinion was that arterial plaque ruptured the balloon.

Event description:
The following information was reported: balloon loss of pressure, physician was pulling device back and felt 1st stop (sheath). Then physician felt a give that's when the device and sheath came out. Everything came out, no sealant was deployed. Required manual compression of 20 minutes. The patient was hospitalized for reasons unrelated to the mynx device. The physician's opinion was that arterial plaque ruptured the balloon. Stick location: mid femoral head, above bifurcation vessel size: >5 mm p. Procedure: peripheral. Sheath exchanges: 5f, 6f 5cm, 6f 11cm.